Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 77-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During removal, it was noted that the impella got stuck at the anastomosis graft. The physician subsequently pulled on the device with force and the pump separated between the shaft and the motor. The cannula was subsequently left within the graft and had to be removed separately by the physician. There was no additional harm following removal of the broken component.